Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy from catheter.

Event description:
Note: this report pertains to second of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician had to maneuver the scope to fully separate the catheter from the clip. A second resolution 360 clip was used; however, the same problem happened. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2 (additional information): block g2 (report source), block h10 (related report number) has been updated based on the additional information received on january 5, 2026. Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy from catheter.

Event description:
Note: this report pertains to second of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician had to maneuver the scope to fully separate the catheter from the clip. A second resolution 360 clip was used; however, the same problem happened. The procedure was completed with the original device. There were no patient complications reported as a result of this event.